Event description:
It was reported that during an unk procedure, the clips would not hold after placing. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 11/18/2008. Info anticipated, but unavailable at this time.